Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was returned for examination. A visual examination found that two struts were bent at the inflow side, the crimped valve stuck inside the sheath shaft at approximately 7 cm from the strain relief, and scratches were noted along the sheath shaft. Due to the nature of the complaint (bent struts), no functional or dimensional testing was performed. Per the technical summary, the instructions for use (IFU), training manuals, and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The reported event was confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification) and procedural factors (excessive device manipulation) likely contributed to the event, as it was reported that the access vessels were severely calcified, and during evaluation of the esheath+, scratches were noted along the sheath shaft. In addition, reported information indicated that trying to introduce the delivery system, it could not advance through the sheath. Calcification can reduce the vessel lumen diameter and may increase restriction, leading to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Furthermore, excessive device manipulation can lead to the valve struts interacting with the sheath shaft and result in strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve via transfemoral approach, when trying to introduce the delivery system, it could not advance through the sheath. Everything was removed as a single unit, and an angioplasty was performed in the left femoral artery. A new sheath was introduced, and the procedure with a new delivery system + valve was successfully performed. No patient injury was reported, and the patient was in stable condition after the procedure. The perceived root cause of the event was the extreme degree of calcification in the access vessel. A preliminary examination of the valve found that two struts were bent at the inflow side.

Manufacturer narrative:
The investigation is ongoing.